Manufacturer narrative:
The impella device was discarded by the customer and therefore an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male undergoing a high risk surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support had the plastic purge clip missing and side arm was stabilized with tongue depressor, gauze and tape. The same patient the following day experienced ventricular tachycardia¿¿and later was found to have a subdural bleed. The patient had a history of stroke and multiple falls. Device later explanted after over 7 days of support.

Manufacturer narrative:
The investigation for the reported vf/vt/af/at and packaging issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.